Manufacturer narrative:
The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis.

Event description:
Patient representative reported right side liponecrotic microcyst between the inner quadrants and slightly wavy profiles diagnosed by ultrasound and mammography. The device has been explanted and replaced with another manufacturer's device.